Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. The reporter stated that the patient was trying to withdraw insulin with filling needle on cartridge, and that the handle would not pull back to the total amount of insulin needed due to some resistance and the insulin was leaking down the side of the cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a leak in the cartridge can result in under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings:. No defect was found. Cartridge passed fill, force, and leak testing. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.